Manufacturer narrative:
Preliminary analysis showed that device operation was within specifications.

Event description:
Reportedly, the duration of the fallback mode switch episodes recorded in aida (data stored in the device memory) was not available. An analysis is requested.

Event description:
Reportedly, the durations of the fallback mode switch episodes recorded in aida (data stored in the device memory) were not available. An analysis is requested.

Event description:
Reportedly, the duration of the fallback mode switch episodes recorded in aida (data stored in the device memory) was not available. An analysis is requested.